Event description:
When using the device, it indicates that it will work for 14 days before needing to use a new one. However, often after only 5-7 days, the device will die and will display an error message on the linked phone indicating that I need to begin a new sensor.